Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had the right ventricular lead programmed sub threshold. The crt-d remains in service. The caller had a concern for anti-tachycardia pacing (atp) therapy delivery but was informed that the atp outputs are separately programmed from the brady outputs. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.